Event description:
It was reported that prior to starting a da vinci-assisted gynecology surgical procedure, the surgical technician realized that the cable was about to break on the fenestrated bipolar forceps. The instrument was removed immediately. There was no report of patient involvement or reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting cable breakage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the distal end. The grip cable was frayed in the same location where the instrument has thermal damage. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint regarding was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. Additional observation(s) related to customer-reported complaint: the instrument was found to have charring and localized melting at the grip base between the grips. The probable root cause of cable breakage, whether partial or full, is attributed to a reduction in the ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.